Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor/foot plate of the 6fr angioseal vip failed to deploy and the device was not effective. They held pressure to close the femoral artery after the procedure instead. Additional information was received on 4/11/18: an angiogram was performed and the groin was seen before closure. An 6fr sheath was used during the procedure prior to the use of the angio-seal. There were no issues noted during sheath insertion and no problem with the insertion of the angio-seal device either. The procedure was reported to be successful. Manual compression was held to achieve hemostasis. Blood loss was reported to be less than 250cc. The patient was reported to be stable. Additional information was received on 4/25/18. It was reported that when trying to set the foot plate the user noticed that it would not come out of the device, therefore not allowing the foot plate or collagen plug to be set. The foot plate never came out of the device.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.